Event description:
Patient presented for follow-up, 5-months status post open reduction internal fixation of the left proximal femur subtrochanteric fracture with an intramedullary nail. This was a bisphosphonate related fracture. Patient stated that he had been doing okay but then several weeks ago when doing a straight leg raise, he felt acute increase in his discomfort to the point where he had significantly more difficulty bearing weight on the limb. Physician evaluation discovered that implant had broken and failed. Patient needed relatively urgent revision femoral nailing. Per surgeon, nail not implanted at our facility.